Event description:
I received my essure implant (B)(6) 2012. Since then, I have had the following problems: swelling, back pain, severe cramps, heavy bleeding, rash, headaches, my hair is falling out and I've gained over 100 pounds and cant work out not matter what I do. It hurts to have sex, im always getting ovarian cyst. I don't know what to do. I see on tv that bayer is being sued. I want help and answers, please contact (B)(6).